Event description:
Additional information reported the patient¿s health care professional stated the implantable neurostimulator was at end of service (eos). It was noted the battery was going to be replaced.

Event description:
It was reported that the device was implanted 10 days prior to the report and was already at eri. The initial parameters were set at "a1 0+1+2+3+4- 450 usec 50 hz 3,8 v" and "a2 5+6-7+ 450 usec 4,8 v." The current parameters were reported to be "3+4-5-6+ 450 usec 50hz 3.4 v." It was also noted that the patient went 4-5 years with their previous device. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).